Event description:
It was reported that catheter break occurred. The target lesion was located in the iliac and femoral vein. An angiojet solent omni catheter was advanced for a thrombectomy procedure. After the device ran for 110 seconds under thrombectomy mode, the physician withdrew the catheter and had performed angiogram, but it was found that there was thrombus left. The catheter was advanced again through the sheath, however, the middle of the catheter that was outside the patient's body was fractured and could not be used. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.